Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for discoloration of the tube with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to discoloration was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for discoloration of the tube with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and discoloration of the tube was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that dark foreign matter was found smeared around the inside of the mayoly spindler tube vacu pet before use. The following information was provided by the initial reporter, translated from french to english: "presence of a defective sampling tube t0 (purple label): unusual dark color".